Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information. (B)(4): use after expiration.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the otw graftmaster instructions for use (IFU) states that it is not recommended that the product be used after the use before date.

Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the obtuse marginal. The perforation was sealed successfully with no adverse patient effects reported; however, the graftmaster stent was used after its expiration date. There was no report of a clinically significant delay in the procedure. No additional information was provided.